Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 70 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the bg. Customer was discharged 3 days later, (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended and that the customer was using off label insulin. Tandem technical support educated the customer on insulin labeling.